Event description:
Information was received from a consumer regarding a trial patient. It was reported that patient thought they had a bladder infection because of their frequency. The issue was not resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.